Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they have been having an increasing lower back pain for the "past couple of weeks probably." Patient reported they were currently on group b with 3.2 intensity. Agent reviewed information in regards to switching therapy groups and adjusting intensity. Patient reported yesterday they had to kneel down on the floor to do something and out of the blue they felt like someone touched them with an electrical cord at the very tip of their toe. Patient stated that "in different body positions they get a pretty good zap here and there" and they had felt a lot of different things in the past while reaching over their head or getting in different sleeping positions and was used to that, but this was a sharp pain and it scared them. Patient stated they had been reading in the manual about adaptive stim. Agent provided information and the patient was redirected to their healthcare provider to further address the issue.